Event description:
Reported meter to hcp meter comparison tests, done side by side at doctor's office. Pt's meter read 34mg/dl, and doctor's meter(type unknown) read 200mg/dl. Then took meter to pharmacy and checked it using control solution and new vial of strips. One of the strips was in range but the other was not. No symptoms were reported. Does not check confirmation dot for enough blood. On follow-up, the lifescan rep reveiwed coding, cleaning, use of control solution, sample application and meter to meter and meter to lab comparisons.